Event description:
It was reported that the disposable extension line was found to be leaking overnight while he slept. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Additional information received on 24-aug-2022 via email and attached to complaint object: the event did not result in patient harm; medical intervention was not provided; medical intervention not required; outcome of the event not known; no concomitant medical products used. Device evaluation including root cause analysis is in progress. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.